Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that recharger wasn't charging up from the desktop charger (dtc) and she noticed connector pin looked loose. Patient stated the recharger battery finally died because it wasn't being charged from wall, so then she couldn't use recharger to charge ins and ins depleted to off. It was noted patient had difficulty charging ins recharger (insr) and ins depleted to off, insr charging completely, loose connector pin. A replacement desktop charger would be sent to patient. It was mentioned connector pin was loose. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type; recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.